Manufacturer narrative:
Corrected data: d9. Additional information: h4.

Event description:
The manufacturer sales representative reported that the device disassembled during testing at the user facility. There were no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
The manufacturer sales representative reported that the device overheated during testing at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.